Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation found the plunger, cuffs, link, needle tip and monofilament were not returned. During testing, the guide tube was peeled and there was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Due to the missing parts and based on the condition of the returned device the reported event could not be confirmed and a cause could not be determined. A suture break may occur if the plunger is removed aggressively, use of excessive suture tension when advancing the knot, or the suture is nicked and locking the knot. Additionally, one unused, sterile proglide device with the same lot number, 950416h, as the complaint device and five proglides with lot number 940346h were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history records for both lots did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the knot was being advanced with the knot pusher, the suture broke. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.